Event description:
The customer reported a false negative result of a control reagent with ih-cell I-ii-iii on the ih-1000 instrument. The specificity of the missed control reaction was anti-c. The customer did not return a product sample for investigational testing. Therefore, our quality control laboratory tested their retention sample of ih-cell I-ii-iii. The retention sample of the supposedly defective lot was tested with two different known anti-c and a negative control on ih-1000. All positive and negative reactions were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Trace files of the affected ih-1000 instrument were provided for investigation but they did not contain any images. The daily journal showed that in one case, the plasma dispense was incorrect for one performed test. On another test, there was a plasma dispense, however, bubbles were present in the incubation chamber which could come from the sample. Raw images would be required to perform further analysis and to explain why no liq error code was reported by the instrument. Based on the investigation the complaint was classified as undetermined: the complaint sample was not available for investigation and the retention sample reacted as expected. In one case, an incorrect plasma dispense was visible. However, we could see the presence of bubbles in the incubation chamber which could come from the sample. Raw images were required to perform further analysis and explain why no liq error code is reported. The required data were not provided. According to the user manual, care must be taken to ensure that the samples and controls do not have any air bubbles, as otherwise correct pipetting is not possible. We would like to point out that that the intended use of solidscreen ii control b is the solidscreen method on the tango instruments but not the ih-system and the ih-1000.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative result of a control reagent with ih-cell I-ii-iii on the ih-1000 instrument. The specificity of the missed control reaction was anti-c. The customer did not return a product sample for investigational testing. Therefore, our quality control laboratory tested their retention sample of ih-cell I-ii-iii. The retention sample of the supposedly defective lot was tested with two different known anti-c and a negative control on ih-1000. All positive and negative reactions were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected ih-1000 instrument, a field service engineer was sent out and collected trace files and images. The investigation of the instrument data is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.